Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error e116 was not determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit received an e116 otv error code. The issue was found during reprocessing. Procedures were completed using the endoeye flex deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.